Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the dobbhoff with stylet guide wire has folds. Upon emailed received on (B)(6) 2019 the customer stated that the tubing was bent and that the stylet poked through the tubing.